Manufacturer narrative:
Evaluation summary: one opened 23 ga trocar hub/cannula assemblies were received for the report of leaking. The returned sample was visually inspected and was found to be conforming. For this complaint file, the final customer lot was identified as two lot numbers. For these final lots, fifteen 23 ga valve entry component lots were used to make up the two possible final lots. A device history record review for each of the components lots was conducted. According to the device history record reviews, two lots were reprocessed for anomalies that did not contribute to the customer complaint. The device history record reviews do not point to a root cause because the lots were reprocessed and the product was released in accordance with all product acceptance criteria. Thirteen lots had no anomalies found based on the device history record reviews. Due to an observed increased trend for this defect mode, a manufacturing root cause investigation was initiated to investigate the increased trend and identify corrective and preventive actions. Although the returned sample for this complaint were conforming, a root cause for the increased complaint rate for leaking trocars was correlated to a manufacturing post assembly inspection practice that required manipulation of the valved septum along the blade shaft. This complaint reported lot includes affected manufacturing lots.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Additional information has been requested and received. (B)(4).

Event description:
A nurse reported an issue with leaking trocars during a vitrectomy procedure. The leaking trocars were removed from patient's eye and the procedure was finished with a few minutes delay. There was no patient harm reported. Additional information has been requested and received.

Manufacturer narrative:
A non-safety medical device correction was completed on august 12, 2015 and a manufacturing change implemented to address the root cause. All potentially impacted alcon customers have been contacted, trocar plugs made available and other risk mitigations discussed(B)(4)